Event description:
It was reported to philips an x7-3t transducer articulation knobs were not working during use with an epiq 7c ultrasound system. The customer requested a replacement transducer which was shipped directly to their facility. There was no patient or user harm associated with this event. Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Manufacturer narrative:
Evaluation of the s7-3t transducer found cosmetic damage and verified the failure of a broken knob on the mid-handle. The transducer had been replaced, shipped directly to the customer.